Manufacturer narrative:
(B)(4).

Event description:
Information received via a healthcare professional from a clinical study reported the patient began having signs of infection (B)(6) 2015 where there was fluid around the implantable neurostimulator (ins) site and the patient was treated with antibiotics. It was noted two months later, the patient complained of head soreness and open spot on the head over the lead site. It was later clarified there was no open spot on the head, just a red spot. It is unclear if there was an open spot or just a red spot on the patient's head. The patient had noticed the red spot or soreness on the head when getting her hair done. The patient was started on oral antibiotics to cover the redness sore spot with no drainage. After it had not resolved following 2 weeks, they felt a need to take out the system. The patient had 2 weeks of intravenous antibiotics. The patient was infection free for 3 months and was re-implanted. Additional information received at a later date reported there was no infection at this time. Reference manufacturing report # 3004209178-2016-23075 for report of the ins not working and shocking the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via a healthcare professional from a clinical study reported the patient began having signs of infection (B)(6) 2015 where there was fluid around the implantable neurostimulator (ins) site and the patient was treated with antibiotics. It was noted two months later, the patient complained of head soreness and open spot on the head over the lead site. It was later clarified there was no open spot on the head, just a red spot. The patient had noticed the red spot or soreness on the head when getting her hair done. The patient was started on oral antibiotics to cover the redness sore spot with no drainage. After it had not resolved following 2 weeks, they felt a need to take out the system. The patient had 2 weeks of intravenous antibiotics. The patient was infection free for 3 months and was re-implanted. Additional information received at a later date reported there was no infection at this time. The device was just not working correctly and was shocking the patient. It was unclear if the current ins was not working or if the ins implanted after infection was not working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.